Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of greater than 150 ohms. Information was provided which noted that no troubleshooting or interventions were performed, and the patient would continue to be monitored. No adverse patient effects were reported. Additional information was received which reported that a surgical revision was later performed due to out of range shock lead impedance. During the lead explant procedure, significant calcification was observed on the lead. During the lead revision, cardiac tamponade occurred, and it was noted that the patient's superior vena cava (svc) had been damaged. Surgical repair of the svc was performed. Additional information was received indicating that the patient expired, while still hospitalized, approximately a month after the explant procedure.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. It was noted that the lead was not available for return. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of greater than 150 ohms. Information was provided which noted that no troubleshooting or interventions were performed, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that a surgical revision was later performed due to the previous issue. During the explant of the lead, significant calcification was observed on the lead. Then when the lead was removed, the patient experienced cardiac tamponade, and it was noted that the patient's superior vena cava (svc) had been damaged. The patient required surgical repair of their svc. The system was removed from service and the patient would return for a system replacement. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements of greater than 150 ohms. Information was provided which noted that no troubleshooting or interventions were performed, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.